Event description:
Another faulty malyugin ring 2.0. The back end of ring was misshapen when it came out of the injector. It did have pt contact. Other ring was injected into the eye but would not situate correctly. It was bent so that manipulation of one side caused the other side to dislocate. No patient injury reported.